Event description:
It was reported that the patient received an artificial urinary sphincter (aus) back in 2018 and at some point during the ongoing use period the patient started suffering from incontinence again. It was determined after thorough evaluation that there were no device issues, but the patient developed an atrophy; so the suitable solution was to go into surgery for a revision and replacement surgery of the cuff only. The 4.5 cm cuff was explanted and a new 4.0 cm cuff was implanted. The patient is expected to make a full recovery.